Event description:
It was reported that they started rewarming the patient at 06:00am, and the patient temperature had dropped, and the water temperature seemed too cold on the arctic sun device. Nurse confirmed that the patient temperature was 33.7, water temperature was 25.2c and flow rate was 2lpm, rewarm from 34.3 (starting temperature at rewarm initiation) at a rate of 0.3c/hr to 37c. The event log with multiple 113 alerts (reduced water temperature control). The system diagnostics showed outlet monitor temperature (t1) was 26.0c, outlet control temperature (t2) was 25.9c, inlet temperature (t3) was 26.5c, chiller temperature (t4) was 13c, inlet pressure was -7.0psi, water reservoir level showed 5, system hours were 2928 and pump hours were 2579. Mss walked nurse through draining 500 ml from right drain port. Nurse put the device in manual control at 40c and the water temperature quickly rose to 32.7c. Nurse disabled manual control and put back in automatic and restarted therapy then the patient temperature was 33.9c, water temperature was 2.7c, flow rate was 2.4lpm. Mss advised would call back in 15 minutes to check patient temperature, water temperature and alerts. When called back, no new alerts received and the patient temperature was 34.2c, water temperature was 34.8, and flow rate was 2.4lpm. Mss advised if they got any additional 113 (reduced water temperature control) alerts, or water temperature did not stay above patient temperature to send this unit to biomed with 113 (reduced water temperature control) not heating tag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they started rewarming the patient at 06:00am, and the patient temperature had dropped, and the water temperature seemed too cold on the arctic sun device. Nurse confirmed that the patient temperature was 33.7, water temperature was 25.2c and flow rate was 2lpm, rewarm from 34.3 (starting temperature at rewarm initiation) at a rate of 0.3c/hr to 37c. The event log with multiple 113 alerts (reduced water temperature control). The system diagnostics showed outlet monitor temperature (t1) was 26.0c, outlet control temperature (t2) was 25.9c, inlet temperature (t3) was 26.5c, chiller temperature (t4) was 13c, inlet pressure was -7.0psi, water reservoir level showed 5, system hours were 2928 and pump hours were 2579. Mss walked nurse through draining 500 ml from right drain port. Nurse put the device in manual control at 40c and the water temperature quickly rose to 32.7c. Nurse disabled manual control and put back in automatic and restarted therapy then the patient temperature was 33.9c, water temperature was 2.7c, flow rate was 2.4lpm. Mss advised would call back in 15 minutes to check patient temperature, water temperature and alerts. When called back, no new alerts received and the patient temperature was 34.2c, water temperature was 34.8, and flow rate was 2.4lpm. Mss advised if they got any additional 113 (reduced water temperature control) alerts, or water temperature did not stay above patient temperature to send this unit to biomed with 113 (reduced water temperature control) not heating tag. Per follow up information received via phone on 01sep2022, nurse reported that the therapy was completed successfully with no further issues after draining some of the water out of the arctic sun device. There was no patient impact.

Manufacturer narrative:
Per additional information received, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.